Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the devices revealed the devices are intact but show signs of surface marks and scratches. A review of complaint history revealed no prior complaints for the listed lots/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional evaluation revealed the devices are within specification guidelines. An evaluation performed by our lab noted areas of metal transfer, along with damage to the metal band, were observed on the acetabular liner. It is not unprecedented for the band of r3 liners to display scratching/damage after explanation. Metal transfer was also observed on the femoral head; titanium was detected in this region using edax, indicating contact with the shell likely occurred. The cause of failure could not be determined during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed.